Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_ 12.6 implantable collamer lens of diopter -10.50/2.5/070 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to low vault with rotation. A replacement lens of longer length was later implanted. The problem was resolved. The cause of the event was reported as unknown.